Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient experienced a stroke. The patient experienced left side deficits as a result of the stroke. Support with the implanted pump was maintained following diagnosis. A couple of days later, low flow alarms appeared, and the decision was made to explant the pump.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation into the low pump flow and the stroke/cva issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the low pump flow is most likely biomaterial based off the data log analysis and clinical information. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.